Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿patient functional self-assessment in late glenoid component failure at three to eleven years after total shoulder arthroplasty¿ written by brian p. Buckingham et al, published in the journal of shoulder and elbow surgery, volume 14, number 4, july/august 2005; was reviewed. The purpose of the article was to test the hypothesis that glenoid component failure was associated with deterioration in periodic self-assessment of shoulder function. Between september 1992 and october 1997, 115 primary total shoulder arthroplasties for glenohumeral osteoarthritis were performed by use of a standardized technique. This technique uses a press-fit humeral component with a smooth finish, as well as a pegged, all-polyethylene glenoid component (global, depuy). The study concerns 11 (a 12th patient is pending revision for glenoid failure) of the 115 shoulders having had a revision of a total shoulder for glenoid component failure. The need for glenoid revision surgery was determined by clinical and radiographic findings with-out reference to the results of the sst data. All the revision surgeries took place more than two years after the index arthroplasty. None of the shoulders had infections, and none of the humeral components were loose. Every shoulder requiring revision demonstrated a substantial drop in shoulder function a loss of at lease three shoulder functions from their peak before the patient presented to the office for revision. The failure rate in this study was high, probably since for this study, the glenoid components were made of hylamer that were sterilized in air.